Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient felt the stimulation in the wrong location. The patient stated they had been having trouble with the interstim system lately, noting that they had a return of their target symptoms and they felt stimulation in the wrong location. The patient was having more leakage and they wear an extra pad when going out. They felt the stimulation going from their upper hip down to their leg to their toes. They stated their toes stiffened up with this issue. The patient tried using all four programs, but none of them resolved the issues. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28 lot# v327758 serial# implanted: (B)(6)2009 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
The patient's doctor told them they needed to have a new lead put in and they wanted to know if that was correct or not. The patient reported when they increased the stimulation they could feel it. It was reviewed that the doctor could interrogate impedances on the lead, but the patient was unable to do so with the patient programmer. The patient reported they had a gradual return of symptoms that was getting worse. They were directed to their healthcare provider for conformation of whether or not they needed a new lead put in. No further complications were reported or anticipated.

Manufacturer narrative:
H3: regarding the ins: 2019-04-26 14:55:56 cst pli# 10 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID 3889-28 lot# v327758 serial# implanted: (B)(6)2009 explanted: (B)(6)2018 product type lead UDI: (B)(4)ubd: 2013-09-18. H3: regarding the lead: (B)(6)2019-14:57:04 cst pli# 20 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that their just device just started doing this. The issue has not yet been resolved.